Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was removed with slight traction during a routine generator change, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. All electrical testing was within specified parameters. The lead was returned clean and did not show any signs of implant or explant damage. Analysis of the device memory was performed and no anomalies were found. (B)(4).